Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a thread in the packaging unit of the lens when removing out of the box. In follow-up, it was reported that both inner and outer packaging were undamaged and sealed. Reportedly, no patient injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on: 09/17/2015. An original package (box) of the zcb00 model was returned to the manufacturer for evaluation. Inside the box, there is a used insert labels/stickers, the lens case, data sheet, implant notification card, and patient ID card. The lens was not returned for evaluation. Based on visual inspection no thread was observed in the components received. The reported complaint of thread in the packaging unit was not verified. The direction for use (dfu) was conducted and instructed how to examine the lens prior to use of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.